Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-jun-2023. The most recent information was received on 24-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("breakthrough bleeding") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced intermenstrual bleeding (seriousness criterion medically important), asthenia ("chronic asthenia very soon after insertion"), hyperprolactinaemia ("idiopathic hyperprolactinaemia"), amenorrhoea ("amenorrhoea"), coital bleeding ("post-coital bleeding"), vaginal discharge ("abundant brown vaginal discharge"), sacral pain ("pain in the right sacroiliac region"), myalgia ("varying degrees of muscle pain"), arthralgia ("varying degrees of joint pain"), visual acuity reduced ("rapid-onset premature loss of visual acuity,"), abdominal distension ("bloating"), breath odour ("halitosis") and amnesia ("memory loss"). In 2022 she experienced burnout syndrome ("burn-out"). An unknown time later she experienced disturbance in attention ("impaired concentration") and fatigue ("having the same symptoms of fatigue as 1 year ago"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, hyperprolactinaemia, amenorrhoea, intermenstrual bleeding, coital bleeding, vaginal discharge, sacral pain, myalgia, arthralgia, visual acuity reduced, abdominal distension, breath odour, disturbance in attention, amnesia, burnout syndrome or fatigue. The reporter commented: initial signs several months after insertion. I resumed work part-time, in late (B)(6) 2023, after 10 months of leave due to burn-out: I am again having the same symptoms of fatigue as 1 year ago, again with pain in the sacroiliac region, muscles and joints as soon as I make a slightly more sustained effort. The other symptoms have persisted. This is having a real impact on my work life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4).) On (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("breakthrough bleeding") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced intermenstrual bleeding (seriousness criterion medically important), asthenia ("chronic asthenia very soon after insertion"), hyperprolactinaemia ("idiopathic hyperprolactinaemia"), amenorrhoea ("amenorrhoea"), coital bleeding ("post-coital bleeding"), vaginal discharge ("abundant brown vaginal discharge"), sacral pain ("pain in the right sacroiliac region"), myalgia ("varying degrees of muscle pain"), arthralgia ("varying degrees of joint pain"), visual acuity reduced ("rapid-onset premature loss of visual acuity,"), abdominal distension ("bloating"), breath odour ("halitosis") and amnesia ("memory loss"). In 2022 she experienced burnout syndrome ("burn-out"). An unknown time later she experienced disturbance in attention ("impaired concentration") and fatigue ("having the same symptoms of fatigue as 1 year ago"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to asthenia, hyperprolactinaemia, amenorrhoea, intermenstrual bleeding, coital bleeding, vaginal discharge, sacral pain, myalgia, arthralgia, visual acuity reduced, abdominal distension, breath odour, disturbance in attention, amnesia, burnout syndrome or fatigue. The reporter commented: initial signs several months after insertion. I resumed work part-time, in late (B)(6) 2023, after 10 months of leave due to burn-out: I am again having the same symptoms of fatigue as 1 year ago, again with pain in the sacroiliac region, muscles and joints as soon as I make a slightly more sustained effort. The other symptoms have persisted. This is having a real impact on my work life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.